Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, smoker, inadequate bone quality/quantity, peri-implantitis, infection, pain, fistula, inflammation, mobility.